Event description:
It was reported that the zimmer skin graft mesher was ripping the skin. There was no report of injury or adverse patient consequences associated with this incident.

Manufacturer narrative:
The device was returned to the manufacturer for repair. On receiving the skin graft mesher the device had a dented comb, was out of calibration and had a buildup of material between the sideplates. The customer's complaint of the torn graft is likely due to the damaged comb and inadequate cleaning of the mesher components. A review of service records indicates that the device was purchased in 1993 and has been returned to the manufacturer for preventative maintenance nine times since purchased, with the last time in for service being november 2007.